Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via phone that while wife was brushing, the brush broke in mouth. No injury was reported.